Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was having discomfort at the pocket site as the position of the ipg was irritating. The patient underwent a pocket revision wherein the ipg was replaced per physician's preference and relocated. The patient was reportedly doing well after the procedure.